Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6312888, medical device expiration date: 2018-04-30, device manufacture date: 2016-11-07, medical device lot #: 6299930, medical device expiration date: 2018-04-30, device manufacture date: 2016-10-25.

Event description:
Bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell ring. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Date received by manufacturer updated to 01/30/2017.